Event description:
Consumer reported two unconfirmed false negative results with the binaxnow¿ covid-19 antigen self test on an unknown date. This report is for patient one (1) of two (2). Confirmation testing was performed at a hospital the same day which presented positive results (testing platform and sample type unknown). No further information was provided regarding current health status and outcome.

Manufacturer narrative:
Event date is an approximation as the exact date was not able to be obtained. The investigation is still in progress. A supplemental report will be provided after completion. Related MFR report#: 1221359-2022-01337.